Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that a 100 ml bottle of precedex was hung at 0530 to infuse at 21ml/hr and at 0830 it was noted to be empty. Upon review the pump indicated 70ml was delivered. Heparin was also infusing and the patient experienced hematuria overnight. Labs were ordered and were within acceptable range; the patient was stable. Heparin was held due to the hematuria, but the customer is uncertain if this is related as the ptt did not go extremely high. There was no report of lasting patient harm.